Event description:
The customer reported the subject device was displaying a noisy image. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service confirmed the subject could not be recognized due to image noise. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
Upon inspection and testing of the device, the issue (no image due to noise) was found to be caused by a defective cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image could not be transmitted properly due to the defective cable, resulting in image noise. However, the root cause of the cable failure could not be determined. In addition, service found the connector was cracked, the electrical connector was corroded, the cable was twisted, the control unit was damaged, and there was a leakage from the cable. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility. The reported issue (no image due to noise) was found at the time of the inspection of the device, prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility.